Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) undersense an intrinsic pace and delivered inappropriate pacing that induced the patient into ventricular tachycardia (vt). The device provided anti-tachycardia pacing (atp) and shock therapy that successfully converted the rhythm. This device remains in service. No additional adverse patient effects were reported.